Manufacturer narrative:
Correction: MDR# 3006630150-2012-02205 was submitted on (B)(4) 2012 and is a duplicate of this report.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-rays revealed that the battery has flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-rays revealed that the battery has flipped. The patient will undergo a revision procedure.